Manufacturer narrative:
An event of pericardial effusion was reported. Information from field indicated that there was pericardial effusion noted prior to procedure. Field also indicated that there was no difficulty experienced implanting the amulet or no multiple wire or delivery sheath exchanges. Request was made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported patient effects of pericardial effusion could not be conclusively determined. There were no complaints associated with any other devices from the lot. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, heparin was administered. The amulet was implanted in a single deployment. There was pericardial effusion noted prior to procedure. After the procedure, a pericardiocentesis was performed. The physician mentioned the cause of effusion was patient medical history / frailty. The patent was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.